Manufacturer narrative:
Additional info has been requested. Broken part of device was explanted (B)(6) 2011. Rest of implant remained in pt. Investigation is ongoing; no conclusion could be drawn as no device was returned or lot number provided. Synthes is unable to determine manufacturing date without a lot number.

Event description:
Surgeon placed peek vertebral spacer with the inserter. As the surgeon impacted the implant, the inserter disengaged. Had to pull out and use a different inserter. As the surgeon impacted again, the top 1/3 of the implant cracked off. Broken pieces retrieved from the pt. The surgeon continued to advancing again, but the spacer broke. Broken piece retrieved, rest of the implant was left in the disk space. This incident did not result in any pt injury. Procedure was completed successfully without using another implant.